Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence and urge incontinence. It was reported that since the patient had the evaluation she has had diarrhea. On august 3 the patient reported that she had diarrhea and watery stool. On august 7, the patient stated that she had a yeast infection. There were no further symptoms or further complications reported or anticipated.